Manufacturer narrative:
G3: additional communication from the customer confirmed the first notification date to the manufacturer of the event was 01apr2026. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there were visible lines on the patient's system controller lcd screen. Portions of the numerical display were also not clearly visible.